Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event (B)(6) 2026. The patient experienced high blood glucose level 500mg/dl and treated with correction bolus via pump. The insertion site was abdomen. The infusion set was in used for three to six hours. No further information available.